Event description:
The report stated that the ligasure impact was used during a colectomy, and the surgeon had received an end tone after each seal, but one of the vessels was not completely sealed. Another ligasure impact handpiece was opened to finish the case and the other instrument worked well.

Manufacturer narrative:
Date of initial report: december 5, 2007. The incident device has been evaluated and found to function within specification. Additional functional testing was done on tissue. Multiple seals of various sizes were performed and all seals were completed satisfactory. See attached memorandum for additional information.